Event description:
It was reported that a patient with this neurostimulator had a follow up appointment concerning their device. The clinician programmer showed a message regarding impedance noted. The patient was unable to feel stimulation at max output on any bipolar configuration. After unsuccessful troubleshooting, the decision was made to proceed with full revision of lead and ins. The lead was found to be completely fractured at the time of the patient's revision. The physician did a full device revision with no additional complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding this investigation is assigned a most probable conclusion code of no problem detected. This conclusion was selected because the reason for high impedance could not be substantiated during functional testing and no other fault conditions were identified. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. Issues may have resulted from lead fracture as reported in the complaint description. Based on the results of this complaint investigation, escalation beyond a complaint is not necessary.

Event description:
It was reported that a patient with this neurostimulator had a follow up appointment concerning their device. The clinician programmer showed a message regarding impedance noted. The patient was unable to feel stimulation at max output on any bipolar configuration. After unsuccessful troubleshooting, the decision was made to proceed with full revision of lead and ins. The lead was found to be completely fractured at the time of the patient's revision. The physician did a full device revision with no additional complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.